Event description:
Customer reported experiencing a past event of low blood glucose, with the lowest level displayed as "low," though no specific value was provided. Cause was not known. Customer consumed carbohydrates to address the situation. It was noted that the control-iq feature on their pump was active. Technical support advised customer to consult with their healthcare provider to discuss potential factors affecting blood glucose levels, which customer acknowledged and understood.